Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the drip chamber of a flo-gard solution administration set was deformed. The reporter indicated that the chamber was slightly bent rather than being straight. This was noted before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation in an open pouch. Visual inspection revealed that the chamber was deformed. No missing seals/damages were noticed on the pouch. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The chamber was supplied by an external supplier; however, the supplier confirmed that no processes were identified which could lead to this issue. The cause of the condition was unable to be determined. To potentially address this issue, operators responsible for the production of this set will be made aware of this occurrence. Should additional relevant information become available, a supplemental report will be submitted.